Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The balloon was noted to be discolored, and the shell was light green in appearance. Yellow and green particulate matter was noted on the outer surface of the shell and center patch. Fluid was noted on the inner surface of the balloon shell. Blue particles were observed in the fluid. A single cut was made to the balloon shell near the center patch. See intake pic 5. The fluid, which contained blue particulate matter, was drained and removed from the balloon using the single opening created near the center patch. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from the opening on the shell near the center patch where a cut had been made to the balloon during intake analysis to drain fluid from the shell. The balloon was also leaking from one separate opening on the radius of the shell. Under microscopic analysis, the opening in the shell was noted to be striated, consistent with damage from a removal tool. Yellow particulate matter was noted on the outer surface of the center patch. Dark blue particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was blue in appearance. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "bluish urine as the balloon was leaking". Device was removed and replaced.